Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, the package was unpacked and it was found that the trip wire was detached so the device could not be used. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6), 2020. According to the complainant, prior to the procedure, the package was unpacked and it was found that the trip wire was detached so the device could not be used. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a0501 captures the reportable event of tripwire detached. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the trip wire was complete, and both ends looked in good condition. It was also noted that the crimp was present on the trip wire. The velcro scope fastener was found damaged and had a section detached. The detached section was not returned. It was noticed that the end of the detached velcro showed signs of excessive force. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No issue was noted with the handle assembly. The reported event of trip wire detached was not confirmed. The trip wire of the device was in good condition, complete and without damages; however, the velcro scope fastener was found with a section detached which was not returned. The damage to the velcro was possibly caused by handling of the device by the customer. Based on the evaluation of the returned device, these failures are likely due to handling and manipulation of the device. Additionally; it is very important to mention that during manufacturing the product is inspected to ensure its proper integrity and there is no control in how the units are handled at the field. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.